Event description:
The customer reported the 9800 system images fade in and out during fluoro. No patient injury was reported.

Manufacturer narrative:
The service rep found a pin pushed back in the connector and replaced the receptacle. He performed functional checks and found the system to operate as intended.